Event description:
The customer reported false positive antibody screening tests with cell #1 of biotestcell p3. Tango optimo interpretated the test results as negative while customer's assessment of the test result was weak positive. The customer has neither returned the supposedly defective product nor the samples that had caused false positive test results. Therefore our quality control laboratory tested the retained biotestcell p3 sample with positive and negative control and 21 negative plasma samples. All positive and negative reactions were correct. We did not observe any false positive reactions, but only occasionally a haze surrounding of the cell button of screening cell #1 that was still inside of the product's specifications. Testing by our quality control laboratory confirmed the allegedly defective lot of biotestcell-p3 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our combined initial and final report on this incident.